Manufacturer narrative:
(B)(4). Date sent: 02/08/2021. D4: batch # t5eg0l. H6: component code = others (g07). Additional information received: our customer strongly suspects that the staple was not included for half a lap. When the device was fired, a suture of the purse-string suture that was not cut but used as a guide could not be cut. When the anastomosed site was checked, it was found 1/3 to a half of the staples along the anastomosed site were not deployed. X-ray was taken, and it was confirmed 1/3 to a half of the staples were not deployed and the rest of them were deployed. They neither fell off nor remain sticking together to the cartridge. The donuts was created properly. Additional hand suture was performed to complete the case. The procedure was prolonged 3 hours. No leakage occurred, but the anastomosed site was stenosed, so balloon dilatation will be performed. The patient is a male. He has stayed in the hospital for a month as of (B)(6). Doctor thought the stenosis was related to the unformed staples and additional suture. The information of the situation of the patient was not gotten. The sales rep visited the hospital and interviewed the doctor. The purse-string suture was not cut but used as a guide, because the anastomosis site was upper area. The purse-string suture is cut usually and this usage of the purse string is not usual. X-ray inspection was performed after the initial procedure. The information of the situation of the patient was not gotten after balloon dilation. Additional information was requested, and the following was received: what were the indications for surgery?: the cancer. What was the date of the surgery?: (B)(6)2020. Were there any issues experienced with the device or staple form in the initial surgical procedure?: the staples at half of the anastomosed site were not deployed. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used ecs usually. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?: yes. Can more information be provided on what was meant by, ¿there was a possibility that the adjusting knob was tightened too firmly¿ and why the surgeon believes this?: we didn't write this statement for this complaint. Was the device difficult to close?: no. Was the device difficult to fire?: no. Were there any difficulties removing the device?: no. What is the current status of the patient? No further information is available. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. Only the anvil half washer was present and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an esophagojejunostomy, leakage occurred. The staples at half of the anastomosed site were not deployed. They neither fell off nor remain sticking together to the cartridge. Additional hand suture was performed to complete the case. The procedure was prolonged 3 hours. No further information is available.